Event description:
New information reported stated that through search including telemetry and physician notes normal device function was noted through the patient's hospital stay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 24 hours post the implant procedure, the pulse generator was checked and exhibiting normal function. On (B)(6) 2016, the patient deceased at his home from a suspected heart attack. An unknown physician alleged the device "stopped working". No additional information was available at this time to confirm the patient's exact cause of death.